Event description:
On (B)(6) 2012, it was reported to 3m espe that a child was hospitalized after the child had received dental treatment, which included a 3m(tm) espe(tm) primary stainless steel crown (molar). The placement of the crown took place on (B)(6) 2012. Following placement of the crown, the child developed a fever and chills. In addition, the palate was inflamed with white spots. The child was taken to a hospital for treatment, details of which were not made available to 3m espe. The tests for the cause of this reaction are ongoing; the child's condition is reported as recovered.